Event description:
Raper dms, ishaque m, neal c, park ms. Technical considerations and challenges in treatment of a ruptured pica aneurysm in a morbidly obese patient. Interdisciplinary neurosurgery: advanced techniques and case management. 2020;20. Doi:10.1016/j.inat.2020.100680. Medtronic literature review found a report of a technical issue in association with the apollo catheter. The purpose of this article was to present a case of a patient with a ruptured distal posterior inferior cerebellar artery (pica) aneurysm, in whom a constellation of innovative approaches was used to successfully overcome the challenges posed by the patient¿s body habitus. A 47-year old lady presented to the hospital with progressive headache, nausea and vomiting, and was found to havea hunt-hess grade 1, fisher grade 4 subarachnoid hemorrhage with associated intracerebral hemorrhage (ich) within the cerebellar vermis and intraventricular hemorrhage (ivh) in the fourth, third and lateral ventricles. She was morbidly obese, with a weight of 235 kg (519 lb) and body mass index of 86.4. Prior medical history included congestive heart failure, pulmonary disease and prior deep vein thrombosis and pulmonary embolus. An external ventricular drain was placed, but she experienced neurological decline on the evening of presentation and required intubation. CT angiogram revealed a 4 × 4 mm fusiform aneurysm in the distal right posterior inferior cerebellar artery (pica). The set-up of the operating room was arranged to facilitate endovascular treatment, within the limitations imposed by the hybrid table, which was built into the hybrid suite. The set-up primarily allowed use of the a-plane of the biplane unit, but with the ability to maneuver the fluoroscopic arm through a wide range of angulation. Due to the patient¿s habitus, a transradial approach was utilized.  Angiogram further characterized the fusiform right pica aneurysm, which due to its distal location was not able to be primarily treated with coiling. Therefore, a distal pica sacrifice was performed. Briefly, a benchmark guide catheter (penumbra) was positioned in the distal right cervical vertebral artery. Next, under roadmap guidance, an apollo microcatheter (ev3) was taken out over a microwire (synchro 010) into the distal telovelotonsillar segment of the right pica. Superselective angiography demonstrated two main distal pica branches, one which supplied the lateral cerebellar territory and a medial branch towards the aneurysm. It was attempted to navigate into the distal most branch to the aneurysm. However, this resulted in prolapse of the catheter into the distal vertebral artery. Therefore, it was re-navigated into position and elected to perform the vessel sacrifice from this position. Embolization was then performed to occlude the distal pica using onyx 18 liquid embolysate. Using blank roadmap guidance, onyx was injected slowly under continuous fluoroscopic monitoring until a plug had formed within the vessel proximal to the aneurysm. The microcatheter was then removed without difficulty. Control angiography revealed good filling of the proximal segments of the right pica to the telovelotonsillar segment, with no evidence of ongoing filling of the aneurysm. There was excellent retrograde collateral flow to the inferior lateral portion of the cerebellum originally served by the pica.  The patient was brought back to the neurointensive care unit and was extubated the following day (post-bleed day 2). No procedural complications were encountered. The patient remained neurologically intact and was discharged from the hospital on post-bleed day 14. The following technical issues were noted: prolapse of the catheter.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section e contact information/address pertains to the communicating author, not necessarily to the treating facility as the authors were associated with multiple facilities in the us despite only one patient being involved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.